Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure, the surgeon was attempting to place a 5.0mm locking screw distally and the screw missed the nail. The surgeon removed the locking screw and the instruments, and placed the screw free-hand, adding approximately 30 minutes to the procedure time. The procedure was completed with no adverse effect to the patient. This is report 1 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. As received, the returned aiming arm had dents, scratches and discolorations all over the instrument. The flat surface in the sleeve hole was outworn and rounded on one side. These conditions showed that this was an often and intensely used device. A review of the device drawings, tolerance analysis and complaint history demonstrated that the design is adequate for its intended use. Additionally, the device passed a function test. When assembled with an available nail and screw sleeves, the complaint could be replicated. The cause of the mistargeting does not appear to be related to the design; however, the root cause is indeterminate. This adverse event is addressed in the risk analysis and is consistent with the estimated occurrence rate. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Corrected data: no expiration date. Original awareness date is (B)(6) 2011.

Event description:
This is report 1 of 2 for (B)(4).